Event description:
It was reported by the physician that he was unable to perform magnet mode diagnostics. He indicated that he would swipe the magnet and then attempt to perform the test, but the test would come back with an error message indicating that the generator was not sensing a magnet swipe. He then went on to say that, he knows that a magnet swipe occurred because when he went back to check the magnet activations history, the magnet swipe showed up. He provided the patient's magnet settings and swiping technique was verified. He indicated that he would swipe the magnet and then immediately run the diagnostics test. The physician attempted magnet mode diagnostics multiple times and was still receiving the same error message. The magnet history was checked and, per the physician, all of the activations showed up. The physician reported that he was able to perform system mode diagnostics without issue, and that everything was ok, no specifics provided. The physician went on to indicate, that he didn't think anything was wrong with the magnet, and believed that magnet stimulation was occurring, however stated that the patient does not respond ( physically/ verbally) to stimulation, and never has. He also indicated that per the patient's caregivers, the magnet swipes have not been as effective for the patient recently. However the physician felt that this may have been related to a lower on time and different settings choices as the patient had been seeing a different vns treating physician who had the patient programmed to 30sec on time for the magnet and not 60sec. The programming history from the date of the event has been requested but has not been received by the manufacturer to date. No additional information is known at this time.

Event description:
Product information was received on (B)(6) 2012 and additional programming history was received and reviewed on (B)(6) 2012. Analysis of the programming history revealed that the magnet swipes were registering and were providing the programmed amount of output current. It appears that the magnet swipe issue may be the result of a communication error. It is currently unknown if a magnet mode diagnostic has been performed successfully since the initial report of this event.

Manufacturer narrative:
Event appears to be related to a communication issue between the programming system and the generator. The exact cause of the communication issue is unknown.

Event description:
During the review of the generator source code, it was revealed that the magnet swipe counter (diagmagnetcounts) had become maxed out with 65,535 magnet swipes. The diagmagnetcounts is expected to increase by 1 with every magnet swipe performed until it reaches the maximum of 65,535 magnet swipes. When performing a magnet mode diagnostic test, the programming software reads the diagmagnetcounts and looks for it to increment by 1, indicating that a magnet swipe was performed. As the counter had maxed out, the number was no longer incrementing. Therefore the software assumed that a magnet swipe had not occurred and provided the "magnet swipe not detected" message to the user. Review of the source code does indicate that the magnet swipes are registering and that the programmed therapy is being delivered. The software and generator appear to be functioning as intended; however due to a design limitation, magnet mode diagnostics cannot be performed.